Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports having a protégé self-expanding nitinol stent implanted in the left renal vein. The patient reports they were not advised of the potential problems associated with the stent implantation and that over time the stent migrated through the renal vein through their inferior vena cava (ivc) and penetrated the edges of the liver. The implanting physician is reported to have referred the patient to another physician who planned to treat the migration by implanting an additional stent which the patient did not want as the stent is not designed to be implanted in a vein. The patient reports having difficulty in finding a physician to explant the stent and salvage the left kidney. Patient reports having to travel to have the stent explanted. Stent has been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.